Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a sensor failure after which they experienced a hyperglycemic event. It was unknown if the patient already experienced symptoms at the time the sensor failed. On the same day as the sensor failure the patient was brought to the hospital by their husband. The patient experienced diabetic ketoacidosis but declined providing further information regarding the event. At the time of the report the patient was stable. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.